Event description:
It was reported that during attempted implant of the right ventricular (rv) lead appeared to have perforated the ventricular into the pericardium and that the rv lead would not capture at 5v but would at 10v in various locations. It was also reported that the patient had a drop in blood pressure during the procedure, and following closure of the pocket a stat echo was performed which showed the pericardial effusion which was addressed with immediate pericardiocentesis. The rv lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.